Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure the delivery system balloon ruptured during inflation. An attempt to retract the delivery system into the guiding catheter was unsuccessful and resulted in a dissection up to the left main. Force was applied and the delivery system and guiding catheter were removed. The dissection was successfully treated with another co's stent. Reportedly no pt injury was associated with this event.